Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration data was ok. The customer performed precision testing with acceptable results. The investigation reviewed the alarm trace information and did not discover any abnormalities. Based on the available information, a sample quality reason can be excluded. The customer confirmed the issue has not recurred. The investigation did not identify a product problem. The cause of the event was related to the specific samples.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on two cobas 8000 c 502 modules. The patient had two samples collected on (B)(6) 2020. The patient¿s first and second samples were tested on different c 502 modules. The serial number of one c 502 module was (B)(4), and the other c 502 module had a serial number requested but not provided. The customer did not provide which c 502 module tested each sample, this information was requested but not provided. The initial creatinine results were not reported outside the laboratory. The customer performed repeat testing for confirmation. At 13:57, the patient¿s first sample had an initial creatinine result was 249 umol/l. At 17:38, the patient¿s 1st repeat result was 71 umol/l. At 17:56, the patient¿s 2nd repeat result was 71 umol/l. At 19:15, the patient¿s second sample had an initial creatinine result of 123 umol/l. At 19:51, the patient¿s repeat result was 69 umol/l.